Event description:
Info received indicates the head hi/low function cannot be raised.

Manufacturer narrative:
Hill-rom tech support instructed the facilities biomedical engineers to check the emergency trend valve, head hi/low valve and linkage. The facility has not completed repairs.